Event description:
The customer contact reported the device powered of by itself without sounding an audible alarm tone. The device was returned to the biomedical department with a report of power loss and loss of programming. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device wa sin clinical use. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.